Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties and shaft kink occurred.   The target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 20 x 3.00 promus premier¿ stent was unable to cross the lesion. Several attempts were made to cross the lesion but was unsuccessful. The physician then noted that proximal shaft was kinked and the procedure was not completed. No patient complications were reported and the patient's status was good . However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found a stent strut on the distal end of the crimped stent was damaged, distorted & lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft kink 15mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).